Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted (lot no. A69936. A82457). Additional non-serious events are detailed below. Concurrent conditions were listed as thyroid cyst since (B)(6) 2021, blurred vision ((since the beginning of 2020)), chronic lumbago ((since the beginning of 2020)), dizziness ((since the beginning of 2020)), nausea ((since the beginning of 2020)), concentration impairment ((since the beginning of 2020)), foggy feeling in head ((since the beginning of 2020)) and fatigue ((since the beginning of 2020)) since 2020. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced menstruation irregular ("irregular cycles months following the insertion") and intermenstrual bleeding ("metrorrhagia"). In 2014 she experienced menopause ("menopause detected biologically"). In (B)(6) 2022 she experienced allergy to metals (seriousness criterion intervention required). The patient will be treated with surgery (essure removal planned for (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, intermenstrual bleeding, menopause and menstruation irregular to be related to essure administration. The reporter commented: general side effects likely related to essure implants since early 2020 or even earlier. All this leading she to a change in her quality of life, 6 months off work, then permanently in half-time therapy for a year due to massive fatigue and dizziness. Esure removal planned for (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2022: nickel allergy a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 04-jul-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure (batch no. A69936. A82457) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid cyst since september 2021, fatigue ((since the beginning of 2020)) since 2020, foggy feeling in head ((since the beginning of 2020)) since 2020, concentration impairment ((since the beginning of 2020)) since 2020, nausea ((since the beginning of 2020)) since 2020, dizziness ((since the beginning of 2020)) since 2020, chronic lumbago ((since the beginning of 2020)) since 2020 and blurred vision ((since the beginning of 2020)) since 2020. In 2013, the patient experienced menstruation irregular ("irregular cycles months following the insertion") and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menopause ("menopause detected biologically"). In may 2022, the patient experienced allergy to metals (seriousness criterion intervention required). The patient was treated with surgery (essure removal planned for (B)(6) 2022). At the time of the report, the allergy to metals, menstruation irregular, intermenstrual bleeding and menopause outcome was unknown. The reporter considered allergy to metals, intermenstrual bleeding, menopause and menstruation irregular to be related to essure. The reporter commented: general side effects likely related to essure implants since early 2020 or even earlier. All this leading she to a change in her quality of life, 6 months off work, then permanently in half-time therapy for a year due to massive fatigue and dizziness. Esure removal planned for (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2022: nickel allergy. Lot number: a69936. Manufacture date: 2012-11. Expiration date: 2015-11. Lot number: a82457. Manufacture date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-jul-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.